Event description:
The patient had their generator explanted. The explant facility usually discards explanted devices. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
Patient presented with pain at the generator site and requested to have their device explanted. Patients device was programmed off. No known surgical intervention has occurred to date. No other relevant information has been received to date.